Event description:
Initial result for a pt troponin t was 0.16 ng/ml. When repeated, the result was <0.010 ng/ml. The incorrect results were not used to guide therapy. The field service rep was unable to determine a cause for the discrepant results.